Event description:
The reporter contacted animas on (B)(6) 2012 stating that the patient experienced a blood glucose of 20 mmol/l with high ketones and vomiting. The reporter stated that the patient was given corrections via the pump but the blood glucose levels did not resolve as expected. The reporter stated that the patient did have a cough but did not think that the patient was coming down with a cold. The reporter stated that the patient did vomit but it was unclear if this was due to blood glucose levels or possible illness. The reporter confirmed that there were no known site issues when the site was changed. There were no leaks or air bubbles noted. The reporter confirmed that the insulin was a new vial and was not expired. The pump was reviewed and confirmed that the basal and bolus added correctly in the total daily dose. Customer support advised the reporter that there was no indication of a pump malfunction related to the event. This report is made based on the allegation that the patient experienced hyperglycemia of unclear cause while using the insulin pump.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 04/08/2016 device evaluation: the device has been returned and evaluated by product analysis on 03/23/2016 with the following findings: the pump history from the time of the event was overwritten due to continued patient use of the pump. A review of the total daily dose history for the available date range showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. A delivery accuracy test was performed and the pump was found to be delivering within specifications. No delivery related defects were found during testing.